Event description:
It was reported that patient presented for a device check with symptoms of pre-syncope. Noise was observed on the rv and lv leads via segms. The noise was reproducible with arm movements. X-ray revealed damaged leads indicative of clavicular crush. The rv lead was extracted, and the lv lead was capped on (B)(6) 2016. The procedure was completed successfully without adverse consequence to the patient. The patient was discharged after a follow-up check and was reported to be in good condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for a device check with symptoms of pre-syncope. Noise was observed on the rv and lv leads via segms. The noise was reproducible with arm movements. X-ray revealed damaged leads indicative of clavicular crush. Both leads were extracted. The procedure was completed successfully without adverse consequence to the patient. The patient was discharged after a follow-up check and was reported to be in good condition.